Event description:
A pt reported experiencing inaccurate erratic results wtih a meter. The pt's blood glucose results were 206 mg/dl, 148 mg/dl, 141 mg/dl, 233 mg/dl. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.